Manufacturer narrative:
Continuation of d10:  product ID: evolutfx-26, product type: 0195-heart valves, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a thromboembolism. Symptoms of ischemia in the lower limbs developed due to thrombus occlusion at the puncture site. Balloon angioplasty was performed and good blood flow was achieved. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: continuation of d10:  product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID l-evolutfx-2329 (lot: 0011939309); product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the location of the thromboembolism was at the puncture site. Heparin was administered duri ng the procedure and the procedure was about2 hours. The timing of the thromboembolism was unknown.